Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient's wife reported the patient pin on the tubing set broke and leaked fluid. The patient was connected at the time of the event. The patient disconnected. The home therapy program manager stated that the patient had a leak in the tubing set outside the cycler. The patient disconnected and went to the clinic next morning. The patient's extension set was changed and resumed treatment with manuals. The patient took one dose of 1g vancomycin prophylactically. The patient's effluent remained clear. The sample was discarded.